Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed noise and oversensing which led to an inappropriate shock. After the shock was delivered, the device displayed a code which indicated that the device shocked into a shorted lead condition. The resulting shock impedance was less than 20 ohms. The patient was seen for a revision procedure where the device was explanted and the lead was surgically abandoned. The device has been returned for analysis. There were no adverse patient effects reported.